Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated threshold. Therefore the rv lead was reprogrammed with pacing mode changed to aai. The rv lead remains in use. No patient complications have been reported as a result of this event.